Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of device not detected on bus was confirmed during fse testing and subsequently confirmed during dchu investigation process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that upon initial inspection of station no failed icon present. The customer stated pocket b5 to auxiliary drawer 3.1 would fail and cause issues when counting narcotics. The fse proceeded to inspect the back of the dresser and decided to retrieve the retractor band to auxiliary drawer 3.1. Customer verified drawer and pockets functionality, and all worked without issue. During dchu visual inspection p/n 353844-01: was received with thermal damage on flat flex cable cooper strands. During dchu testing p/n 353844-01: dchu testing was not necessary due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue drw 3.1-pkt b5 not detected on bus was determined to be due to a thermally damaged assy retractor dwr hh cubie (p/n 353844-01) which compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.1 pocket b5 not detected on bus, which located on (B)(6). As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.